Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 405 mg/dl. During troubleshoot insulin did exit. Customer declined further troubleshoot to determine cannula or site or set occlusion. Customer was advised to change entire infusion set. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.